Manufacturer narrative:
Event was on an unspecified date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked at the connection between the ¿miniset line¿ (tubing) and the ¿roller clamp¿ (twist clamp). This occurred during unspecified process step of peritoneal dialysis therapy. It was further reported that the patient noticed a "small wet spot" in the bed for three nights in a row. The transfer set was replaced and antibiotics were given to the patient as precautionary measure. There was no patient injury associated with this event. No additional information is available.